Event description:
It was reported, six days postoperatively, the patient presented with aortic insufficiency which was found on echo while in systole. No paravalvular leak seemed present upon echo. The valve was removed and replaced with a bioprosthesis (model and sn unknown). Additional information has been requested.